Event description:
The event is reported as: pt experienced severe air trapping while on the device. The air trapping became so severe, the pt had to be paralyzed. Removal of the device eliminated the air trapping. No available info on pt's condition.

Manufacturer narrative:
No sample is available for investigation. Investigation is incomplete at time of this report. A f/u report will be sent when completed.